Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv-can and rv-svc shock impedance trends showed out-of-range measurements. A loose setscrew or an intermittent connection issue were suspected. No further information is available.